Manufacturer narrative:
Section b5 should be corrected as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused breathing and lung issues, several heart attacks, high blood pressure and afib and difficulty of breathing/shortness of breath. Burning / smoke / electrical odor. The patient did not report receiving any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on march 21, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam that became degraded and caused breathing and lung issues, several heart attacks, high blood pressure and afib, and difficulty breathing or shortness of breath. Burning, smoke, or electrical odor the patient did not report receiving any medical intervention. Additional information is received about alleged nose irritation and respiratory track irritation.  Section h6 health effects: clinical codes has been updated in this report.

Event description:
The manufacturer received information alleging a bipap device's sound abatement foam became degraded and caused breathing and lung issues, several heart attacks, high blood pressure and afib. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.